Event description:
It was reported that a (B)(6) caucasian female who underwent a primary breast augmentation with an unknown mentor saline breast implant experienced left sided paresthesia post procedure. Patient informed that the health care professional put textured saline implants and that the left side was pulling on the left side and she was not happy with the look. Also informed she was not able to lift her left arm without feeling the pulling feeling. As a result patient underwent bilateral replacements with unknown saline prosthesis on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: paresthesia. Manufacturer¿s reference number: (B)(4).